Manufacturer narrative:
Visual analysis was performed on the returned device. The reported product quality issue [unknown damage] was confirmed as the device analysis identified that the strain relief tubing and the outer member were pulled out of the handle and the outer member was separated at the distal end of the handle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported product issue. Based on the reported information and evaluation of the returned unit the return goods analysis, it may be possible that the sheath pulled out from the handle and the shaft damage occurred during removal from the dispenser coil; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that an unspecified defect was noted with the 6.0 x 40 mm absolute pro system sheath during the procedure and the device could not be used. Another unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis revealed that the strain relief tubing and the outer member separated at the distal end of the handle. No additional information was provided.